Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: dzj, dzi. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, when using 90 degree screwdriver the unknown screw would not lock into unknown plate. The handle kept spinning and would not lock screw. A different 90 screwdriver was used and screw locked into plate. No fragments generated. There were 5 minutes surgica delay. The procedure successfully completed. No patient outcome. Concomitant device reported: unk - screw (part# unknown; lot# unknown; quantity: unknown), unk - plate (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for one (1) handle for 90 screwdriver. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the complaint condition was not confirmed for the received device as no visual damages were observed on the device that would contribute to the alleged functional issue. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.505.004 . Synthes lot # 8186238. Supplier lot # 8186238. Release to warehouse date: 16aug2019; 09sep2019; 02oct2019. Supplier: synthes gmbh. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.